Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Additional corrected information b1, b2, h1, and h6 clinical and impact codes: clinical code is being updated to e1206 and impact code is being updated to f12. B5: it was reported that the total parenteral nutrition (tpn) bag was hung on an ¿eight hook pole and programmed on the bottom row, middle pump out of three racks¿. The tpn infusion was programmed to run for 24 hours. Approximately, 18 hours after starting the infusion, the pump generated an alarm for infusion complete (five hours earlier than expected). The bedside rn noted a "scant amount" of tpn volume was left in the bag. Pharmacy was notified and confirmed the infusion rate and expected completion time. The bedside rn verified the pump rate was at the prescribed infusion rate of 61. 1 ml/hr. Additional information received: b5, the tpn volume to be infused was reported as 2l. The pump was programmed as the primary infusion and no alarms were generated. According to the reporter, ¿the bag was at least 2 feet higher than the pump in this instance. It was verified that the tpn was infusing at 96ml (based on drip count). It was further reported that the nurse ¿noted that insulin drip requirements trended up throughout the shift. Post infusion completion, the patient became hypoglycemic requiring changes in insulin drip and administration of 50% dextrose (d50) IV¿. H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy at the reported event rate of 61.1 ml/hr and 40 ml/hr as specified by the spectrum iq installation and maintenance manual and was found to deliver within +/-5% accuracy. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log was reviewed and showed that the user programmed a new infusion of tpn at a rate of 61.1 ml with a volume to be infused (vtbi) of 1080 and then started the infusion. Given the programmed rate and vtbi, the infusion would run for approximately 17 hours and 41 minutes. The infusion continued into the reported event date. The reporter indicated that a 24-hour infusion was expected, however the history log indicates that the pump ran as programmed. The reported condition was not verified. The pressure plate travel was found out of range; however, the discrepancy did not impact the flow accuracy of the device and is not likely a cause or contributor to the reported problem. The likely cause of the reported events was associated with use error, (pump was programmed to infuse for approximately 17 hours and 41 minutes instead of 24-hour infusion). The pressure plate travel was found out of range; however, the discrepancy did not impact the flow accuracy of the device and is not likely a cause or contributor to the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue that was infusing faster than it was programmed to be infusing during therapy. The expected and actual infusion time, volume and flow rate were pump rate verified by bedside registered nurse (rn) to be at correct ordered infusion rate of 61. 1 ml/hour. Rn added volume to further assess gtt rate. Gtt rate noted to be 16gtts/min.there was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.